Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked from an unspecified location. This occurred during priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: upon further review, the amia cassette was determined not to be a factor in the reported event. This is a complaint that has vague information describing an unknown alarm, system error, or alert associated with a cassette allegation with no indication of any visible damage or defect that breached the sterile fluid pathway. Based on the limited information provided about the unknown alarm, system error, or alert, there is not enough information to determine type of device malfunction that has potentially occurred with the cassette. Furthermore, there is no information to suggest there was a breach in the sterile fluid pathway. Alarms, system errors, or alerts occurring on the peritoneal dialysis (pd) cycler are intended to notify the user to take action resulting from the environmental condition, use, or device. When alarms, system errors, or alerts cannot be cleared and/or the patient is unable to continue with therapy, the patient can perform pd therapy using manual supplies or they can start over with new supplies. The reported event may result in a delay or interruption in therapy as the user had to take action with the cassette. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient delay or interruption to pd therapy will result in a clinically detectable or significant harm. Should additional relevant information become available, a supplemental report will be submitted.